Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated. During the evaluation, it was found that the mixing pump was found too weak. Mixing pump was replaced. Fdl test, mtk and est (stk) were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold. The arctic sun 5000 was evaluated. During the evaluation, it was found that the manifold failure was contributing to the calibration errors. Manifold was replaced. Fdl test, mtk and est (stk) were performed. The complete initial reporter facility name is (B)(6). The complete initial reporter's phone number that is provided is (B)(6). A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.